Manufacturer narrative:
Batch review performed on 26 march 2018; mectacer biolox delta ceramic ball head 12/14 ø 36 size m 0 reference 01.29.209; lot 163458:(B)(4) items manufactured and released on 13 september 2016 expiration date: 2021-08-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with a similar reported event. Amis-k size 2s1 standard (stem not marketed in us); lot 163545: (B)(4) items manufactured and released on 26 july 2016. Expiration date: 2021-07-13 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
On (B)(6) 2018 medacta's sales representative has been informed by the surgeon that a revision surgery will be scheduled on (B)(6) 2018 due to infection. All implants will be replaced with competitor's ones. Revision surgery information were not available because the surgeon performed with competitor's devices. Due to the same reason, the pathogen was unknown.

Manufacturer narrative:
Clinical evaluation performed by medical affairs director: infection in cemented tha. Infection is a known possible adverse event following every surgery, including tha's. To date, there is no reason to suspect that the cause may be linked to the implanted devices.